Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) experienced a compressor over speed issue upon power-up, but did not generate an alarm. Subsequently, in diagnostics mode, the iabp unit experienced the same overspeed issue but displayed that the value was "ok." In addition, the iabp unit failed the motor test, and the fse noted that it was impossible to restart the motor in this section. The customer was unaware of the reported issue and has been provided with a loaner iabp unit. The suspected iabp unit has been taken out of service. There was no patient involved, and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the problem, in an attempt to fix the issue, replaced the motor board but did not change anything, the issue continued. The fse then replaced the compressor motor and that solved the problem. In addition, the fse reported that he had identified that the external edge of the ECG connector was broken, but had no functional risk. Also, the k7 valve was noisy but still there was no loss of performance, it was always within ranges. The fse also reported that the IV pole bracket on the cart was broken. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) experienced a compressor over speed issue upon power-up, but did not generate an alarm. Subsequently, in diagnostics mode, the iabp unit experienced the same overspeed issue but displayed that the value was "ok." In addition, the iabp unit failed the motor test, and the fse noted that it was impossible to restart the motor in this section. The customer was unaware of the reported issue and has been provided with a loaner iabp unit. The suspected iabp unit has been taken out of service. There was no patient involved, and no adverse event was reported. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) experienced a compressor over speed issue upon power-up, but did not generate an alarm. Subsequently, in diagnostics mode, the iabp unit experienced the same overspeed issue but displayed that the value was "ok." In addition, the iabp unit failed the motor test, and the fse noted that it was impossible to restart the motor in this section. The customer was unaware of the reported issue and has been provided with a loaner iabp unit. The suspected iabp unit has been taken out of service. There was no patient involved, and no adverse event was reported.